Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a button error alarm. Customer also reported that the up arrow button was not responding.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. The pump was received with cracked battery tube threads and a cracked reservoir tube lip.